Event description:
Event description guidant received information that during a routine pacemaker follow-up appointment, lead impedance measurements of 1000 ohms was observed. However, pacemaker manipulation revealed impedance measurements varying from 400 to 2500 ohms. A chest x-ray revealed a lead fracture very close to the patient's clavicle, however, upon examination after the pocket was opened, it was discovered that a non-abosorbable suture was found knotted just about the lead fracture and insulation damage. A portion of the lead was cut and removed from the patient's body, the remainder was surgically abandoned. No adverse patient effects were observed.